Event description:
While performing service on their device, it was identified by the customer that a battery used during maintenance failed multiple calibration attempts. There was no patient involvement.